Event description:
During remote monitoring, episodes of undersensing occurred during an episode of ventricular tachycardia, which resulted in a brief delay in anti-tachycardia pacing (atp) from the device. The arrhythmia was eventually identified and atp was delivered to bring the patient back to sinus rhythm. The non-pacemaker dependent patient did not experience any adverse consequences due to the brief delay in therapy. Abbott technical support was later contacted, and the device was reprogrammed to avoid any future delay in therapy. The patient was in stable condition.